Manufacturer narrative:
This event is reported conservatively at this time base on analysis findings which indicated a possibly reportable event. H3. Product analysis: equipment used: video inspection system (m-85519) with microscope, ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pushwire was returned for analysis inside a biohazard bag and a shipping box. The implant coil was not returned as it was implanted in the patient. Visual inspection/damage location details: the implant coil was found to be detached from the pushwire. The shield coil appeared to be intact with no damage. The coin was not present against the lumen stop as it was pulling back. The coin and release wire were found to be missing from the pushwire. The pushwire was broken proximal to the distal break indicator (manual detachment location), indicative of a manual detachment attempt at this location. The ai and coupler tubing were also found missing and not returned. No damages were found with the lumen stop and retainer ring. Bends were found along the length of the pushwire. Conclusion: based on the analysis findings, the customer report of "non-detachment" was not confirmed, as the pushwire was returned with the implant coil already detached from the pushwire. The pushwire was broken proximal to the manual detachment location, with the coin pulled back from the lumen stop. Pulling back the coin from the lumen stop contributed to the detachment of the implant coil from the pushwire. In this event, the bends of the pushwire may have contributed to the "non-detachment" issue. The bends on the pushwire may have prevented the coin and release wire from pulling back during manual detachment attempts. The customer reported that "the coil finally detached after multiple attempts." The root cause and the cause of the damaged pushwire could not be determined. Since the coin, release wire, ai, and coupler tubing were not returned, any contribution of the coin, release wire, ai, and coupler tubing to the non-detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil could not be detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 5.7 mm and a 4.8 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that when performing aneurysm surgery, the surgeon first used the microcatheter echleon10 to fill two qc coils. When filling the third coil, the surgeon chose the axium (4-12-3d) coil for embolization. When the filling was completed, the surgeon chose to manually break it to detach, but found that the coil could not be detached. After multiple attempts, the surgeon finally detached the coil, but in the process of pulling out the coil pusher rod, the previously filled coil was pulled and displaced. After filling with 3 coils of other brands, the surgery was completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received that the axium coil was detached manually. There were multiple attempts made to detach the coil using the manual method, the exact number was unknown. Prior to coil non-detachment, there were no issues encountered. There was no push wire damage observed after removal from the patient. The coil was implanted in the intended location. The coil that was displaced, was re-implanted.